Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the catheter is very fragile, it keeps bending inside the vein which is unpleasant for the patient and an unsuccessful operation for me. The catheters are no good. Almost everyone I have used from this batch is bending and breaking. We have had patients leave and reschedule due to this malfunction because we can't perform and IV with bending catheters.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the catheter is very fragile, it keeps bending inside the vein which is unpleasant for the patient and an unsuccessful operation for me. The catheters are no good. Almost everyone I have used from this batch is bending and breaking. We have had patients leave and reschedule due to this malfunction because we can't perform and IV with bending catheters.

Manufacturer narrative:
Date of event: date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.